Event description:
The customer reported the device failed to discharge. There was no patient involvement as ths occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge. There was no patient involvement as this occurred during testing. The device was evaluated by a philips field service engineer. The reported symptom was confirmed. The customer declined repair as the device is out of warranty. We are unable to determine the cause of the reported issue as the customer has declined repair.